Event description:
Not sure as had period pain stomach period pain [dysmenorrhoea]. Half tampon stuck- vagina [foreign body in reproductive tract]. Tampon broke in half [device breakage]. Tampon snapped in half during removal [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon broke in half. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Not sure as had period pain. Stomach period pain [dysmenorrhoea]. Half tampon stuck- vagina [foreign body in reproductive tract]. Tampon broke in half [device breakage]. Tampon snapped in half during removal [complication of device removal]. Case narrative: consumer reported via e-mail that the tampon broke in half. No serious injury reported.